Event description:
It was reported that, "the pt dislocated. The surgeon found the stem to be retroverted and revised the pt's right hip. Devices, x-rays and medical records are not available."

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.